Manufacturer narrative:
The investigation for the reported major bleed has been completed. The root cause of the major bleed is most likely use related since act currently >180.

Event description:
The user facility reported an rp flex in a 72 year old male patient for ventricular fibrillation arrest support. Pt underwent successful percutaneous coronary intervention of prox right coronary artery and right posterior descending artery. About an hour after cath patient developed hypotension and bradycardia requiring temp pacing, elevated central venous pressure of 40 and acidosis. Limited echocardiogram demonstrated small hyperdynamic left ventricle and severely enlarged right ventricle, severe hypokinesis and wide open tricuspid regurgitation. Decision was made to place rp.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.